Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post-procedure for a device exchange, the patient experience a hematoma and lv exit block. During revision, the lv lead was found dislodged. All the leads were replaced and the pocket was cleaned. The new device remained implanted. No lead malfunctions were alleged.